Event description:
The customer reported that the collimator would not open and was obstructing half of the imaging field. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.